Event description:
"According with our customer's information after a short time that the patient start the treatment, the blood goes out of the fibers. Unnecessary to say that the patient have been losing around 400ml volume of blood, what decreasing the hematocrit level."

Manufacturer narrative:
One unused dialyzer received from the hospital. The dialyzer was tested with 1bar compressed air. Result: dialyzer is ok.